Event description:
This event is reportable based on preliminary analysis performed on (B)(6) 2012. It was reported while using the therapy cool flex catheter, the catheter became bent. Toward the end of the procedure, upon removal of the catheter, the catheter "ruptured" 2cm proximal to the proximal electrode. The segment of the catheter was bent and unable to return to a straightened position. The physician gently removed the catheter from the pt. The procedure was completed with a non-sjm catheter. There were no adverse consequences to the pt. Analysis of the returned therapy cool flex catheter revealed the inner wires of the device were exposed through punctures.

Manufacturer narrative:
Method - a therapy cool flex catheter was received for eval. Visual inspection revealed a bend in the shaft 3.4 cm from the distal tip. Additionally two punctures were noted 3.6cm from the distal tip with inner wires exposed. The catheter remained curved in the neutral state. During deflection, the bend in the shaft prevented the curve of the catheter from matching the required curve template. The catheter was dissected at the bent area revealing a bent flat and activation wire. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no nonconforming material reports related to as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.